Event description:
The son of a (B) (6) female pt contacted lifecor customer support to report that his mother was receiving many "adjust belt" messages. He stated that the electrode belt is positioned correctly. He states that the device "made a short beep, then started making a loud static noise." Support made sure the modem was not connected to the device. A lifecor territory manager (tm) visited the pt and stated that the electrode belt is damaged. He stated that the wires above the connector are exposed. He stated that until he removed the electrode belt from the monitor, a muffled static sound was coming from the monitor. The tm replaced the pt's electrode belt.

Manufacturer narrative:
Device eval summary: device eval electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the trunk cable. These internal short caused the "adjust belt" messages. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. Strain placed on the cable may have caused the wires to break. The electrode belt sheath was also tore through. The electrode belt was repaired, retested and restocked. The electrode belt cable was fixed. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.